Manufacturer narrative:
The cycler was returned for evaluation. Exterior visual inspection showed no signs of physical damage. The cycler powered up normally. During the treatment setup attempt, the cycler turned off and then tuned itself back on. A check of the interior of the cycler showed the compressor power cable was shorted to the metal compressor bracket on the air compressor assembly. The function of starting a treatment turns on the compressor in order for the cycler to achieve operating pneumatic pressure during the treatment. Turning on the shorted compressor causes the cycler to power off. The wire and contact point showed signs of thermal damage. The internal, visual inspection of the received cycler unit encountered no other discrepancies. The reported complaint was confirmed. The cycler was repaired. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported she was in a rehabilitation facility and the cycler would turn itself off during setup when the button was pushed to advance to the next stage. The technician made sure the plug was securely in the cycler and the outlet, but it still kept turning off. The cycler was replaced. During follow up the patient's nurse reported the patient was in a rehabilitation unit for a leg wound that was slow to heal due to complications of diabetes. There was no adverse event related to peritoneal dialysis for this event. During evaluation a wire was found to be shorting inside the cycler with evidence of thermal damage.